Event description:
Reported overinfusion. Line was primed at 10am and when checked a 4.30pm it appeared that 5mls too much had been infused. No details on syringe, line or drug, but was being used for analgesic.